Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 600 mg/dl while wearing the pod for an unknown duration. The patient¿s mother reported the cannula was never fully inserted into the infusion site. The pod was replaced around 10:00 a.m. On nov 11, and by 4:30 p.m., they were in the emergency room (ER) with diabetic ketoacidosis. The mother stated this was the first time going to the ER in three years since their diagnosis. There were no further details provided. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.